Event description:
A customer reported experiencing a cartridge alarm while the pump was in use, but their blood glucose level did not exceed 500 mg/dl, indicating no severe impact. As a corrective measure, the customer was advised by customer technical support to use multiple daily injections as a backup therapy and was informed that a replacement pump with updated software would be sent to them. The customer acknowledged the instructions provided for returning the faulty pump and initiating the new one.